Manufacturer narrative:
This event occurred in (B)(6) . (B)(4).

Event description:
The customer complained that after changing to a new reagent lot they have seen differences in quality control results and an unspecified number of patient results before and after calibration when tested for estradiol iii (estradiol - e2). Data was provided for 14 patient samples. Of the data provided, 3 patient samples were erroneous. It is not known if the erroneous results were reported outside of the laboratory. This information was requested but not provided. Patient 1 initial estradiol - e2 result was <61 pmol/l. The repeat result on (B)(6) 2015 was 95 pmol/l. Patient 2 initial estradiol - e2 result was 85 pmol/l. The repeat result on (B)(6) 2015 was 143 pmol/l. Patient 3 initial estradiol - e2 result was 119 pmol/l. The repeat result on (B)(6) 2015 was 158 pmol/l. It is not known if any patients were adversely affected. This information was requested but not provided. No adverse events were reported. The estradiol - e2 reagent lot number was 184183. The expiration date was not provided. All the samples were aliquoted into cups via a modular pre-analytics (mpa) system. Periodic maintenance was current on the analyzer. Pinch valve tubing was changed on (B)(6) 2015 and measuring cells were changed on (B)(6) 2015. The investigation of the available data found that calibration signals shifted significantly on (B)(6) 2015. The calibration signals shifted again on (B)(6) 2015 indicating that a significant event occurred that contributed to this event. A review of customer's quality control recovery data indicates a local issue related to the reagent, calibration or the instrument. There is a possibility that an issue with the analyzer (e.g. Contamination) caused a general shift in signals. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer has indicated that no further issues with estradiol - e2 tests have occurred.